Manufacturer narrative:
(B)(4): this customer reported a sys error message on this defibrillator. There was no report of any pt involvement or negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported a sys error message on this defibrillator. There was no report of any pt involvement or negative pt impact.